Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the system error 105. Review of the device history log was able to confirm the system error. Further investigation found a severed motor screw which could have caused the error. The motor assembly and crews were replaced.

Event description:
It was reported that a device alarmed for a system error 105. There was no pt incident reported.